Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 738 mg/dl with large ketones. The reporter noted the patient was hospitalized and treated with insulin via injection and other unspecified treatment, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, a no-power issue was reported. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.